Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was to be used during a biopsy procedure.according to the complainant, while preparing for the case, the device was inspected and the pullwires were found to be loose. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)